Event description:
It was reported that the clinician experienced a pump shut down last week with a blood infusion. The clinician described the message on the pump as saying ¿power pack disconnected or something like that¿. The clinician completely shut the pump off and restarted it, the pump continued to work fine and she did not send it to biomed for investigation. This was reported to bd associate during their site visit and no further information was provided and the device will not be sent to bd for investigation. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinician experienced a pump shut down last week with a blood infusion. The clinician described the message on the pump as saying ¿power pack disconnected or something like that¿. The clinician completely shut the pump off and restarted it, the pump continued to work fine and she did not send it to biomed for investigation. This was reported to bd associate during their site visit and no further information was provided and the device will not be sent to bd for investigation. There was patient involvement but no harm.